Manufacturer narrative:
The unit was returned for a power error alarm; detailed trace analysis confirmed that the alarm was triggered when the back-up battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector, the unit functioned properly. The unit was also received with a missing retainer ring and reservoir tube o-ring along with minor scratches on the lcd window and casing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed power error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the power error alarm. In order to resolve the issue the customer was advised to execute the following steps: remove the battery and wait until the notification light stopped flashing, insert a new aa battery, clear the power loss alarm, update the pump's time and date as needed, complete the reservoir and tubing process. The customer followed those steps but the power error alarm recurred less than four hours after the alarm was originally cleared. The insulin pump was returned and replaced.